Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload had damage to the cutting edge of the knife blade. The reload anvil clamping mechanism was deformed. The knife-bar assembly was buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. " replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the reload, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic transverse colectomy procedure, during the second firing of the closure of the side by side anastomosis, the device had loading and unloading issue but then the scrub tech finished loading process. The surgeon used a purple reload to create a side by side anastomosis, to close the anastomosis he used another purple reload then asked for another. On the second firing, the surgeon stated that he felt it locked down. Staples did not deploy/the knife blade did not advance. By clamping on tissue and removing he felt it was pulling on the tissue at the same time and created a tear in the bowel. The surgeon was frustrated and placed the stapler on the ground, a little rough breaking the stapler. Another stapler and reload was opened and completed the case after over sewing the staple line. The surgeon had to oversew the staple line at the closure site of the anastomosis which resulted in increased surgical time. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.